Event description:
The customer observed discrepant architect stat high sensitive troponin-I results for 3 patients across multiple architect analyzers. The following data is provided (customer¿s reference range: 0-20 pg/ml): on (B)(6) 2022 sid (B)(6): at 08:19 am troponin result: 118.1 pg/ml (isr 54596) (positive). At 9:07 am troponin result: 15.4 pg/ml (isr 60389) (negative). At 09:35 am troponin result: 328.4 pg/ml (isr 54596) (positive). At 10:07 am troponin result: 936.7 pg/ml (isr 03677) (positive). On (B)(6) 2022 sid (B)(6): at 17:00 pm troponin result: 129.3 pg/ml (isr 54596) (positive). At 17:39 pm troponin result: 2.3 pg/ml (isr 60389) (negative). At 18:21 pm troponin result: 2.8 pg/ml (isr 03677) (negative). At 19:12 pm troponin result: 3.1 pg/ml (isr 54596) (negative). On (B)(6) 2022 sid (B)(6): at 00:01 am troponin result: 179.3 pg/ml (isr 54596) (positive). At 00:23 am troponin result: 0.5 pg/ml (isr 60389) (negative). At 01:20 am troponin result: 0.5 pg/ml (isr 03677) (negative). It is not clear which results are believed to be correct. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6) (3 different patients). All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for imprecise architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The complaint activity was reviewed and indicates that the reagent lot performs as expected for this product. The tracking and trending were reviewed and did not identify any trends related to the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay worldwide. Review shows that the median patient result for lot 2057ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history records were reviewed and did not identify any non-conformances or deviations related to the reagent lot and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 332057ud00 was identified.